Event description:
It was reported that the balloon was difficult to deflate. The target lesion was located in the calcified circumflex artery at a sharp angel from the left main. A 3.00 x 10 mm wolverine was selected for treatment. After inflation, the balloon failed to deflate properly. After two to three minutes of attempted deflation, the balloon was pulled through the left main. Into the 7f guide catheter and eventually deflated. The procedure was completed with no reported patient harm.

Event description:
It was reported that the balloon was difficult to deflate. The target lesion was located in the calcified circumflex artery at a sharp angel from the left main. A 3.00 x 10 mm wolverine was selected for treatment. After inflation, the balloon failed to deflate properly. After two to three minutes of attempted deflation, the balloon was pulled through the left main. Into the 7f guide catheter and eventually deflated. The procedure was completed with no reported patient harm.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned and visual, tactile, microscopic, and functional analysis were performed. Multiple kinks were identified along the hypotube shaft. The shaft polymer extrusion was stretched 3mm in length, 2mm distal from the port exchange. No other device issues were identified during returned product analysis. When attached to an inflation device, the balloon could be inflated to its rated burst pressure of 12 atmospheres with no issues and deflated in 7.1 seconds.